Event description:
It was reported that the ilet user experienced elevated blood glucose readings after a usual breakfast announcement was intended but not completed, while troubleshooting confirmed proper insulin delivery through a teflon inset in the abdomen and no device malfunctions. Symptoms included hyperglycemia with cgm values up to approximately 300 mg/dl and subsequent downward trend. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified involving improper or incorrect procedure related to the user interface and a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.